Event description:
Posterior foot was broken and missing from the device. The physician attempted arteriotomy closure with the perclose at (the closer ak) device. The physician reported the knot would not advance down to the arteriotomy. Manual compression was applied to achieve hemostasis. There was no report of adverse patient sequelae. Though requested, no additional information was provided.